Event description:
On october 10, 2006 the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter was reading inaccurately low. The medical affairs specialist (mas) sent a letter to the pt because the pt disconnected from the mas's phone call when the mas identified the call from lfs. The mas listened to the recorded call to lfs to obtain add'l info included below: on october 9, 2006 at about 9:00 am the pt obtained a result of 135 or 139 mg/dl on the reported meter while feeling "sick" with a rapid heart rate, difficulty breathing, sweating, blurred vision, and she said she passed out. She drank water after use of the meter and went to the doctor's office. A result of 202 mg/dl was obtained on the doctor's one touch ultra meter within 10 minutes of the test on the reported meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt said the doctor told her that her blood sugar was too high. The doctor treated the pt, but the specific treatment given was not provided. The pt said the doctor tested her with the doctor's meter after she received treatment and the result was 188 mg/dl. No info was provided regarding the specific treatment the pt received or the pt's usual diabetes treatment regimen. The customer care advocate (cca) confirmed that the pt followed correct testing technique. A control solution test was not performed because the pt did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the meter read lower than the doctor's meter. The pt experienced symptoms and a result of 202 mg/dl was obtained on the doctor's meter. The doctor treated the pt for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.